Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: uterus/ perforation (other) the location of the perforation: uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage while on essure') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 35-year-old female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2008, (B)(6) 2016), pre-eclampsia and hypertension. Concurrent conditions included morbid obesity, intervertebral disc displacement, blood pressure abnormal, migraine and impingement syndrome shoulder (surgery). Concomitant products included labetalol from (B)(6) 2015 to (B)(6) 2015 and propranolol (propanolol) from (B)(6) 2015 to march 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: back, stomach and legs/ sporadic breakout of rashes on various parts of my body") and dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced migraine ("migraine headache"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In september 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced arthritis ("arthritis"), polymenorrhoea ("menstrual period every 2 weeks"), arthralgia ("joint pain"), abdominal pain lower ("severe cramps") and scar ("complications at the time of essure placement: scar tissue removal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, rash, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, diarrhoea and scar outcome was unknown, the migraine, vulvovaginal mycotic infection, polymenorrhoea and abdominal pain lower had resolved and the arthritis and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, arthralgia, arthritis, diarrhoea, dysmenorrhoea, fatigue, migraine, nausea, polymenorrhoea, pregnancy with contraceptive device, rash, rheumatoid arthritis, scar, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: uterus/ perforation (other) the location of the perforation: uterus'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('miscarriage while on essure') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a (B)(6) year-old female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (((B)(6) 2008, (B)(6) 2016)), pre-eclampsia and hypertension. Concurrent conditions included morbid obesity, intervertebral disc displacement, blood pressure abnormal, migraine and impingement syndrome shoulder (surgery). Concomitant products included labetalol from (B)(6) 2015 to (B)(6) 2015 and propranolol (propanolol) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced nausea ("nausea") and diarrhoea ("diarrhea"). In (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: back, stomach and legs/ sporadic breakout of rashes on various parts of my body") and dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps") and was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced migraine ("migraine headache"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced arthritis ("arthritis"), polymenorrhoea ("menstrual period every 2 weeks"), arthralgia ("joint pain"), abdominal pain lower ("severe cramps") and scar ("complications at the time of essure placement: scar tissue removal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, rash, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, diarrhoea and scar outcome was unknown, the migraine, vulvovaginal mycotic infection, polymenorrhoea and abdominal pain lower had resolved and the arthritis and arthralgia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, arthralgia, arthritis, diarrhoea, dysmenorrhoea, fatigue, migraine, nausea, polymenorrhoea, pregnancy with contraceptive device, rash, rheumatoid arthritis, scar, uterine perforation, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical records were received. Events per pfs: malposition of essure device location of device: uterus/ perforation (other) the location of the perforation: uterus, pregnancy (stillbirth or miscarriage), miscarriage while on essure, device ineffective, autoimmune disorder type of disorder: rheumatoid arthritis, rashes or skin conditions type: back, stomach and legs/ sporadic breakout of rashes on various parts of my body, nausea, dysmenorrhea (cramping)/ menstrual cramps, pain, vaginal discharge, fatigue, weight gain, diarrhea, hair loss, migraine headache, vaginal yeast infection, arthritis, menstrual period every 2 weeks, joint pain, severe cramps, complications at the time of essure placement: scar tissue removal and plaintiff did not underwent essure confirmation test. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.